Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a rotator cuff repair procedure that the inner screw could not be fixed and locked. The shaft was removed and the screw was remained in patient's body. The screw could not be removed. There was no report of patient injury.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.